Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurrent hypoglycemia approximately every six hours after recent pump initiation, including an event with a lowest continuous glucose monitor reading of 62 mg/dl and stomach pain, with lows occurring even when meals were not announced; the patient treated with oral glucose tablets and the glucose trend was initially down then stabilized, and the cause was unclear. Symptoms included hypoglycemia and nausea. Outcomes included that medication in the form of oral glucose was required. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device-related findings, insufficient device information, and insufficient information to identify a specific component associated with the event. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.